Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced prolonged high blood glucose, confirmed by glucometer at 400 mg/dl and preceded by a continuous glucose monitor (cgm) ¿high¿ alert, after running out of insulin in a prefilled cartridge while using an ilet with a flex infusion set on the abdomen and dexcom g7 cgm; a full supply change was completed with no leakage noted and glucose later measured 193 mg/dl. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem associated with the user interface, and indicated an improper or incorrect procedure related to running the ilet without insulin. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.